Event description:
The pt was implanted with a left ventricular assist device (lvad). The chief perfusionist reported that the pt was in surgery for an aortic procedure. The procedure required the pt to be cannulated for cardiopulmonary bypass. At some point, the pump reportedly stopped working and the hospital's medical personnel could not get the lvad to restart. Blood continued to back up into the pt's lungs and into the bypass circuit. The pump started working again, but the pt expired in the intensive care unit (ICU) from right heart failure and pulmonary edema. The pt's family declined an autopsy and the pump was not available to be returned to the MFR.

Manufacturer narrative:
Although the pump is not available to be returned, the system controller that was in use with the pt at the time of event was returned and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.